Event description:
The patient's mother was holding the patient in the recliner when mom noticed that the patient's line broke below the port needle but above the distal microclave. The fluids were paused and the line was clamped. The patient was de-accessed and re-accessed afterward. This is the third time the patient's line has broken during this hospital stay. Central line. Line malfunction on the 3/4 inch huber port needle. Patient is an (B)(6) infant with recently diagnosed alveolar rhabdomyosarcoma. He was admitted to the floor after receiving day 1 of 5 of chemo in clinic. Patient will receive the remaining 4 days. Previous non safety port needle was used however the manufacturer braun is no longer making it. While waiting to select an appropriate safety needle, the bard needle is being used. Multiple patients have problem with port's tubing snapped. Nurse manager and educators are working on a solution. Suggestion from assistant nurse manager also sent to educators and nurse manager to solve the issue. Nurse manager and educators notified to find replacement port needle with sturdier tubing that can withstand the active infants and toddlers.